Event description:
It has been reported to us that at the completion of the case when the fellow was pulling the catheter out of the body, he noticed that the pull wire was protruding from the tip of wire, and one of the electrodes came off and fell on the floor. There is no report of pt injury, and the samples has been returned for analysis.

Manufacturer narrative:
Device has been received, evaluation not yet completed.